Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error twice during basal. Customer's blood glucose was 370 mg/dl. First time the alarm occurred he was sleeping the second the customer was outside playing. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.